Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens tore/broke during injection/delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.